Event description:
It was reported that the patient presented to the hospital on (B) (6) 2010 complaining of not feeling well. R waves had decreased from greater than 12 mv to less than 2 mv and threshold increased from less than 1 v to greater than 3 v. Cardiac perforation by the ventricular lead was discovered. Pericardiocentesis was performed, immediately followed by a lead replacement. Capture and sensing were good following the procedure; however, the patient deceased during recovery.